Event description:
The patient had a 2.5 taxus drug-eluting stent placed in circumflex artery. The patient transferred to unit and developed recurrent chest, jaw, teeth and tongue pain with nausea. The patient was brought back to cath lab hours later, found a complete occlusion of the recently-stented segment in the mid proximal circumflex. There was thrombus in the proximal stent. Artery reopened with balloon angioplasty and restented with cobalt chromium stent. The patient was discharged in stable condition.